Event description:
On december 14, 2006, the health care provider/reporter contacted lifescan on behalf of the lay user/pt alleging that her one touch basic enhanced meter was prompting the "not enough blood" message. According to the owner's manual, the message would indicate that the sample applied was too small or smeared, the test strip was not inserted far enough into the test strip holder, or an object covered the test area while the meter was turned on. The week of december 4th, the pt had to visit her physicians' office due to not being able to test. She was described having high blood glucose symptoms of irritability, unable to move, and hungry. No attempts were made to test on the reported meter before, during or after experiencing symptoms. A result greater than 300 mg/dl was obtained on an unk device. She was administered insulin treatment. It would have been helpful to know the following info: when the meter started prompting the message, how long she had been unable to obtain blood glucose readings, her medication regimen, testing frequency, actual result obtained on the other device, whether the insulin treatment was her usual daily insulin dose, and other health conditions. The customer advocate (cca) confirmed that the pt was using correct testing technique. The cca walked the pt through cleaning the meter and the issue was resolved. This complaint is being reported due to the following conclusion: the pt had been unable to test due to the message prompt (use error), described developing "high blood glucose symptoms of irritability, unable to move, and hungry", tested over 300 mg/dl on an unk device, and received insulin treatment at her physician's office.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them, if either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.